Event description:
It was reported that a physician's (B) (6) handheld device was freezing upon the interrogation successful screen. The physician indicated the issue began about a month ago and he wanted the device replaced. The physician was sent a replacement handheld device and his old handheld device has been returned to the MFR. Product analysis is in process and is not completed at this time.